Event description:
No pt involvement was reported. No symptom was provided but the customer stated it was not possible to use the machine. We will consider a malfunction that occurred that could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). No pt involvement was reported. No symptom was provided the customer stated it was not possible to use the machine. We will consider a malfunction that occurred that could impact the delivery of therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.